Event description:
The 911 had to be called due to terrible pain at right ear. Twice felt suction inside right ear followed by level 10 + pain. Had loss total hearing from right ear, nonstop spinning of the world, nausea, gagging, vomiting, lost spatial relationship. Was seen by medical practioner and determined ruptured eardrum- happened twice in a span of seconds. Right ear had inflammation, blood, congestion. Right nostril was so inflammated, it was closed. Since that day patient has not recovered after 2 rounds of cortisone and 1 round of antibiotics. Still today have inflammation at the ear canals, headache-pressure. Severe nasal congestion front and back. Patient have been complaining of chronic sinuses and asthma for 6 months prior to (B)(6) incident. Because the inflammation ears, head, upper respiratory, nasal and throat, patient was referred to and ent. After reading the adverse reactions, reported upon using philips CPAP dreamstation machine, there is a direct correlation of the use of the machine since 2020 and the patient chronic upper respiratory issues for the last 6 months; that led to the 911 call. The problem here is that because throat anatomy of patient, patient has to use a CPAP machine to sleep. Previous studies has revealed patient has sleep apnea incidents every minute at night while sleeping. For patient to be healthy and alive. Patient has to use a CPAP machine. This issue with the philips dreamstation CPAP machine is critical for this patient. Patient needs asap a CPAP machine. FDA safety report ID# (B)(4).